Event description:
An end user called in to report a 360 degrees red rash along with itching under the white tape collar of her wafer.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she began cutting the white tape collar off of her skin barrier and the red rash went away. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.